Event description:
On (B)(6) 2012, md surgeon dr. (B)(6) reported, during a tough case with extreme angulation, a break in the mcs tip cover was seen. This resulted in a slight burn to the uterus. The tip cover was discarded after the case. It was a four hour case for node debunking/removal on a high bmi ((B)(6)) patient with a (B)(6) size uterus. Setup was a maryland in arm 2, mcs (monopolar curved scissors) instrument in arm 1, and prograsp in arm 3 on same side as arm most of the time surgeon was deep in the pelvis, performing fine dissection with few large movements. Surgeon was thoroughly articulating the mcs instrument and regularly used it to retract the uterus. Davinci robot system settings were at 30/30 and the mcs tip cover arced to the uterus about three hours into the case. The surgical staff replaced the mcs tip cover (same instrument) and had no further problems for the remaining hour of the case.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter of this complaint to request more information concerning the reported event; however, as of the date of this report no response has been received. The mcs tip cover was discarded and it was not returned for evaluation, the cause of the damage to the tip cover prior to the reported arcing event is unknown. A follow-up MDR will be submitted if additional information is received.